Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B) (4) no anomalies found. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died with cause of death noted to be sepsis, diabetes, urinary tract infection. There is no allegation from a health care professional that the death was device related. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found.